Event description:
It was reported by service report that there are no functions working on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - micro switch set screw out of adjustment, set screw readjusted.